Event description:
It was reported that patient received inappropriate therapy for sinus tachycardia. Patient was treated with medication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.